Event description:
Rptr's pharmacy compounds parenteral nutrition (pn) solutions for use throughout the hosp. Rptr noticed from mid-july onward that occasionally the pn solutions in glass 1-liter bottles contained a whitish fiber-type particle. All pn solutions are infused via an in-line 0.22 micron filter IV set, so rptr felt sure that any fibers that they did not see or missed were not getting to the pt. It is disconcerting to be viewing these fibers in solutions of different ingredients and base solutions. Rptr has observed them in the whole spectrum of different formulas both standard and custom-made. In short, she could not limit the source of the fibers to anything other than disposable equipment used to compound the solutions. On 8/27 and 8/28, rptr's pharmacy IV tech noticed white shreds of plastic on the interior of the syringe covers, the syringe hubs, the syringe plungers and even viewed particles through the cover of an intact, never-opened syringe from the above lot numbers. This is of special concern because many of her sterile products cannot be viewed upon completion for floaters and therefore are at risk to contain these items seen in the pn solutions. It is not common practice to filter all IV solutions or sterile products and it is possible these plastic particles may be on the interior of the syringe as well as having been observed on the exterior, and could be transferred to IV fluids and administered to the pt. (Also see 1003265.)